Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-07530. It was reported that vessel perforation and rotawire fracture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 330 cm rotawire and 1.25 mm rotalink plus were used to treat and advance to the lesion. After a non- bsc guiding catheter was engaged, a non-bsc wires were crossed the lesion. Then a 135 cm non-bsc microcatheter was used and the wires were replaced with rotawire. The lesion was ablated with the burr. Ablation was performed approximately 15 times with 10 seconds duration and maximum down speed of 16,000 rpm. During ablation, it was noted that the wire was detached and the burr perforated the proximal lesion. The bleeding was stopped temporarily with an unspecified perfusion balloon. An attempt was made to insert and cross a guidewire, but it only advanced to the outside of the vessel. The physician used the guidewire that came out to the outside of vessel and stopped the bleeding by performing long inflation with a 2.5 mm/15 non- bsc balloon catheter and decided to perform surgery to stop the bleeding. Then bypass was done. The detached piece of the wire was removed from the patient during the surgery. No further patient complications reported.

Manufacturer narrative:
Corrected brand name from rotablator rotational atherectomy system to rotawire¿ and wireclip¿ torquer. Corrected upn from h802228240020 to h802228240022. Device evaluated by MFR.: device was returned for analysis. Unit returned in a generic plastic bag. The device was visually inspected. The device was broken and kinked. The spring tip was not found. Unable to measure the overall length and outer diameter of distal tip due to wire broken. Outer diameter of the middle and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-07530. It was reported that vessel perforation and rotawire fracture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 330cm rotawire and 1.25mm rotalink plus were used to treat and advance to the lesion. After a non- bsc guiding catheter was engaged, a non-bsc wires were crossed the lesion. Then a 135cm non-bsc microcatheter was used and the wires were replaced with rotawire. The lesion was ablated with the burr. Ablation was performed approximately 15 times with 10 seconds duration and maximum down speed of 16,000 rpm. During ablation, it was noted that the wire was detached and the burr perforated the proximal lesion. The bleeding was stopped temporarily with an unspecified perfusion balloon. An attempt was made to insert and cross a guidewire, but it only advanced to the outside of the vessel. The physician used the guidewire that came out to the outside of vessel and stopped the bleeding by performing long inflation with a 2.5mm/15 non- bsc balloon catheter and decided to perform surgery to stop the bleeding. Then bypass was done. The detached piece of the wire was removed from the patient during the surgery. No further patient complications reported.